Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for battery out limit, weak battery and customer alleged for possible over delivery. Customer states the pump alarmed during normal use. Customer¿s blood glucose was 67mg/dl and current blood glucose was 128mg/dl. Customer stated that they are experiencing low blood glucose and treated with peanut butter, food. Customer stated that drive support cap was normal. Customer had broken belt clip. Insulin pump will not be return for analysis.